Event description:
It was reported that customer experienced cgm error 42 on g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not recur, and successfully started new sensor session.